Manufacturer narrative:
G4:18nov2020, b4:01dec2020. The speaker assembly was returned to failure investigation (fi) for evaluation. Visual inspection of the speaker assembly revealed no evidence of damage or contamination. The speaker assembly will be installed in the fi test ventilator in an attempt to duplicate the reported problem. During debugging the primary alarm found the copper braided wires solder joint through to the other end of the copper braided solder joint was measured and found an open. The open break is inside the black glue and coils. No further testing is required on the speaker assembly. The electrical open in the speaker created the primary alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24jul2020.

Event description:
The customer reported error primary alarm failed. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective speaker to address the reported problem. The unit successfully passed the required performance verification test.